Event description:
Pt was hospitalized for high blood glucose. It was informed that the customer had several unexplained high blood glucoses leading to dka. The customer's body was possibly rejecting the insulin. The programming and histories on the pump were correct. However the alarm history showed an alarm twice. The set was disconnected and ran a fixed prime with the reservoir in the pump. The insulin did not exit. The fixed prime test was repeated and an alarm showed on display. Additionally, the customer stated that the batteries last less than a week and had a low battery alarm.